Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again; caller acknowledged and understood these instructions.